Event description:
On (B)(6) 2013 the patient contacted animas alleging issues with elevated blood glucose (bg) since the pump was exposed to x-rays. Details regarding the bg excursions were not provided during the initial contact. Customer technical support reached the patient for follow-up on (B)(6) 2013 and obtained additional information. The patient reported bgs up to 300mg/dl with mild thirst and feeling tired. The pump could not be reviewed at the time of follow-up as, it had already been returned to animas. The patient was reportedly using a replacement pump at the time of follow-up and stated bgs had been within target range since starting on the replacement pump. The reported bg excursion does not met criteria for a serious injury. This complaint is being reported due to the allegation of a non-specific pump malfunction following exposure to x-ray.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump¿s history showed no alarms or issues related to the complaint. The total daily insulin doses correctly reflected the user¿s programmed basal rates. During testing, the pump went through the rewind, prime and load steps successfully and was exercised for 24 hours with no alarms or warnings. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, evaluation revealed a dim/faded and discolored display screen. A test screen was installed and was fully functional. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.